Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No frozen screen or button error alarm noted during testing. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 257 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.